Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstrual disorder, menorrhagia and vaginal discharge had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total abdominal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adnexal torsion ("hemorrhagic ovary with torsion injury"), uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device- right side of essure was withdrawn too far removed and then a new device was implanted"), intestinal resection ("bowel resection"), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain lower ("severe lower abdominal pain, intermittent right lower quadrant pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") In a 37-year-old female patient who had essure (batch no. 794896/ 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1998 and (B)(6) 2002), multiple caesarean sections ((B)(6) 2002 and (B)(6) 1998), lower abdominal pain in 1997, pelvic inflammatory disease in 1997, pelvic pain in 1997, epigastric pain in 2000, nausea in 2000, acute gastritis in 2000, nausea in 2000, loose stools in 2000, streptococcal pharyngitis in 2001, drug allergy, back pain in 2004, back pain in 2004, drug hypersensitivity, cholecystitis, cholelithiasis, spastic colon, ovarian cyst, bursitis in 2004, depression in 2004, palpitations in 2004, elevated bp, incisional hernia, sinus disorder, neck injury in 1994, sleep disorder, cholecystectomy in (B)(6) 2013, migraine in 2004, mood swings in 2004, ringing in ears in 2004, leg cramps in 2004, concentration impairment in 2004, hypertension in 2007, panic attacks in 2007, rash on (B)(6) 2009, itching on (B)(6) 2009, vomiting on (B)(6) 2010 and diarrhea on (B)(6) 2010. Previously administered products included for an unreported indication: ortho cyclen and ortho evra. Past adverse reactions to the above products included metrorrhagia with ortho cyclen and ortho evra. Concurrent conditions included obesity, skin pigmentation, skin lesion, unilateral leg pain, non-tobacco user, dizziness since (B)(6) 2012, labyrinthitis since (B)(6) 2012, vertigo since (B)(6) 2013, sore throat since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013, dysphagia since (B)(6) 2013, weakness generalised since (B)(6) 2013, cellulitis since (B)(6) 2015, chlamydial infection since (B)(6) 2015 and hepatic cyst. Family history included blood pressure high (father, paternal grandfather), heart disorder (mother), palpitations (mother), cardiac murmur (mother), cervical cancer (mother), depression (mother), depression (mother,siblings, maternal aunts and uncles), irritable bowel syndrome (siblings), cancer (maternal grandmother, maternal aunts and uncles), clotting disorder (maternal grandmother, maternal aunts and uncles), aneurysm cerebral (maternal grandfather), diabetes (paternal grandfather), heart disease, unspecified (paternal grandfather), seizures (maternal aunts and uncles, sister, brother), psychological disorder nos (maternal aunts and uncles), drug abuse nos (maternal aunts and uncles), skin cancer (maternal aunts and uncles), mental retardation (maternal aunts and uncles), asthma (maternal aunts and uncles, brother, sister), hepatitis (maternal aunts and uncles), hyperlipidemia (father), cervical cancer (mother), arthritis (mother), degenerative joint disease (mother) and alzheimer's disease (paternal grandfather). Concomitant products included oral contraceptive nos since (B)(6) 2011 for birth control as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced migraine ("hormonal changes- mood swings/migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced infection ("infection (other)"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), intestinal resection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge, vaginal discharge"), mood swings ("hormonal changes- mood swings/migraines"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder, uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- bladder, uti"), fungal infection ("yeast infection"), coital bleeding ("reproductive system disorder or condition- bleeding after sex"), arthralgia ("intermittent right knee pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)"), musculoskeletal pain ("intermittent right shoulder pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") And complication of device insertion ("trouble placing the essure implant on the right tubal ostia, the device had to be redeployed (complication during insertion)"). The patient was treated with ibuprofen, antibiotics, naratriptan hydrochloride (amerge), amitriptyline, sumatriptan (imitrex), amlodipine, hydrochlorothiazide, rizatriptan, surgery (oopherectomy), surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the adnexal torsion, uterine perforation, device dislocation, intestinal resection, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge, mood swings, migraine, vaginal haemorrhage, cystitis, urinary tract infection, fungal infection, headache, coital bleeding, weight increased, arthralgia, musculoskeletal pain, complication of device insertion, vaginal infection and infection had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, adnexal torsion, arthralgia, coital bleeding, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, fungal infection, headache, infection, intestinal resection, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total abdominal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded pregnancy test - on (B)(6) 2011: negative. Ultrasound abdomen - on (B)(6) 2004: cholelithiasis.two hepatic cysts. Pelvic kidney on (B)(6) 2001, right upper quadrant sonogram showed I. No sonographic evidence for cholelithiasis or acute cholecystitis. 2. Probable hepatic cyst. .3. Pelvic kidney on the right side. On (B)(6) 2004, surgical pathology report showed a. Gallbladder, cholecystectomy: 1. Chronic cholecystitis and cholelithiasis. 2. Cholesterolosis. B. Cystic duct, extraction: concretion material consistent with choledocholithiasis. On (B)(6) 2015, surgical pathology report showed menometrorrhagia, uterus and bilateral fallopian tubes, resection: 1. Normal cervix. 2. Inactive endometrium, consistent with exogenous hormone effect. 3. Benign fallopian tubes with associated assure coils. On (B)(6) 2015, CT abd+pel kidney stone showed 1. Right lower quadrant pain may be from right ovarian cystic disease, with apparent right ovarian enlargement noted on the CT, new from the (B)(6) 2015 exam. This could be further assessed with pelvic ultrasound. 2. Appendix normal in appearance. 3. Right pelvic kidney and cystic lesion in the right renal fossa again noted. Sonographic findings concerning for right ovarian torsion, sections show a hemorrhagic appearing corpus luteum. No malignancy is identified. Sections show a benign ovary with stromal hemorrhage. No malignancy is identified. Diagnosis: right ovary ¿ biopsy, hemorrhagic corpus luteum with torsion injury and hemorrhagic ovary with torsion injury. Lot number: 857595, manufacture date: may-2011, expiration date: may-2014 . Lot number: 794896, manufacture date: oct-2010, expiration date: oct-2013 . Concerning the injuries in the case, the following ones were described in patient's medical records: arthralgia, musculoskeletal pain, migraine, pelvic pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device- right side of essure was withdrawn too far removed and then a new device was implanted"), adnexal torsion ("hemorrhagic ovary with torsion injury"), intestinal resection ("bowel resection"), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain lower ("severe lower abdominal pain, intermittent right lower quadrant pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") In a 37-year-old female patient who had essure (batch no. 794896, 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1994, (B)(6) 1998 and (B)(6) 2002), multiple caesarean sections (0 dec2002 and sep1998), lower abdominal pain in 1997, pelvic inflammatory disease in 1997, pelvic pain in 1997, epigastric pain in 2000, nausea in 2000, acute gastritis in 2000, nausea in 2000, loose stools in 2000, streptococcal pharyngitis in 2001, drug allergy, back pain in 2004, back pain in 2004, drug hypersensitivity, cholecystitis, cholelithiasis, spastic colon, ovarian cyst, bursitis in 2004, depression in 2004, palpitations in 2004, elevated bp, incisional hernia, sinus disorder, neck injury in 1994, sleep disorder, cholecystectomy in march 2013, migraine in 2004, mood swings in 2004, ringing in ears in 2004, leg cramps in 2004, concentration impairment in 2004, hypertension in 2007, panic attacks in 2007, rash on (B)(6) 2009, itching on (B)(6) 2009, vomiting on 26-feb-2010 and diarrhea on 26-feb-2010. Previously administered products included for an unreported indication: ortho cyclen and ortho evra. Past adverse reactions to the above products included metrorrhagia with ortho cyclen and ortho evra. Concurrent conditions included obesity, skin pigmentation, skin lesion, unilateral leg pain, non-tobacco user, dizziness since 16-oct-2012, labyrinthitis since 16-oct-2012, vertigo since 9-jan-2013, sore throat since 4-mar-2013, fever since 4-mar-2013, chills since 4-mar-2013, dysphagia since 4-mar-2013, weakness generalised since 4-mar-2013, cellulitis since 14-mar-2015, chlamydial infection since 30-mar-2015 and hepatic cyst. Family history included blood pressure high (father, paternal grandfather), heart disorder (mother), palpitations (mother), cardiac murmur (mother), cervical cancer (mother), depression (mother), depression (mother,siblings, maternal aunts and uncles), irritable bowel syndrome (siblings), cancer (maternal grandmother, maternal aunts and uncles), clotting disorder (maternal grandmother, maternal aunts and uncles), aneurysm cerebral (maternal grandfather), diabetes (paternal grandfather), heart disease, unspecified (paternal grandfather), seizures (maternal aunts and uncles, sister, brother), psychological disorder nos (maternal aunts and uncles), drug abuse nos (maternal aunts and uncles), skin cancer (maternal aunts and uncles), mental retardation (maternal aunts and uncles), asthma (maternal aunts and uncles, brother, sister), hepatitis (maternal aunts and uncles), hyperlipidemia (father), cervical cancer (mother), arthritis (mother), degenerative joint disease (mother) and alzheimer's disease (paternal grandfather). Concomitant products included oral contraceptive nos since 26-sep-2011 for birth control as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In october 2011, the patient experienced migraine ("hormonal changes- mood swings/migraines") and headache ("headaches"). In december 2011, the patient experienced weight increased ("weight gain"). In march 2012, the patient experienced infection ("infection (other)"). In november 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), intestinal resection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge, vaginal discharge"), mood swings ("hormonal changes- mood swings/migraines"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder, uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- bladder, uti"), fungal infection ("yeast infection"), coital bleeding ("reproductive system disorder or condition- bleeding after sex"), arthralgia ("intermittent right knee pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)"), musculoskeletal pain ("intermittent right shoulder pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") And complication of device insertion ("trouble placing the essure implant on the right tubal ostia, the device had to be redeployed (complication during insertion)"). The patient was treated with ibuprofen, antibiotics, naratriptan hydrochloride (amerge), amitriptyline, sumatriptan (imitrex), amlodipine, hydrochlorothiazide, rizatriptan, surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (oopherectomy), surgery and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, adnexal torsion, intestinal resection, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge, mood swings, migraine, vaginal haemorrhage, cystitis, urinary tract infection, fungal infection, headache, coital bleeding, weight increased, arthralgia, musculoskeletal pain, complication of device insertion, vaginal infection and infection had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, adnexal torsion, arthralgia, coital bleeding, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, fungal infection, headache, infection, intestinal resection, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total abdominal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on 27-dec-2011: fallopian tubes were bilaterally occluded pregnancy test - on 23-sep-2011: negative. Ultrasound abdomen - on 30-mar-2004: cholelithiasis.two hepatic cysts. Pelvic kidney on 20-apr-2001, right upper quadrant sonogram showed I. No sonographic evidence for cholelithiasis or acute cholecystitis. 2. Probable hepatic cyst. .3. Pelvic kidney on the right side. On (B)(6) 2004, surgical pathology report showed a. Gallbladder, cholecystectomy: 1. Chronic cholecystitis and cholelithiasis. 2. Cholesterolosis. B. Cystic duct, extraction: concretion material consistent with choledocholithiasis. On (B)(6) 2015, surgical pathology report showed menometrorrhagia, uterus and bilateral fallopian tubes, resection: 1. Normal cervix. 2. Inactive endometrium, consistent with exogenous hormone effect. 3. Benign fallopian tubes with associated assure coils. On (B)(6) 2015, CT abd+pel kidney stone showed 1. Right lower quadrant pain may be from right ovarian cystic disease, with apparent right ovarian enlargement noted on the CT, new from the (B)(6) 2015 exam. This could be further assessed with pelvic ultrasound. 2. Appendix normal in appearance. 3. Right pelvic kidney and cystic lesion in the right renal fossa again noted. Sonographic findings concerning for right ovarian torsion, sections show a hemorrhagic appearing corpus luteum. No malignancy is identified. Sections show a benign ovary with stromal hemorrhage. No malignancy is identified. Diagnosis: right ovary ¿ biopsy, hemorrhagic corpus luteum with torsion injury and hemorrhagic ovary with torsion injury. Concerning the injuries in the case, the following ones were described in patient's medical records: arthralgia, musculoskeletal pain, migraine, pelvic pain and headache. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received - new event "vaginal infection and infection(other) was added. New reporter were added. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device- right side of essure was withdrawn too far removed and then a new device was implanted"), adnexal torsion ("hemorrhagic ovary with torsion injury"), intestinal resection ("bowel resection"), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain lower ("severe lower abdominal pain, intermittent right lower quadrant pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") In a (B)(6) year-old female patient who had essure (batch no. 794896, 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1994, (B)(6) 1998 and (B)(6) 2002), c-section ((B)(6) 2002 and (B)(6) 1998), lower abdominal pain in 1997, pelvic inflammatory disease in 1997, pelvic pain in 1997, epigastric pain in 2000, nausea in 2000, acute gastritis in 2000, nausea in 2000, loose stools in 2000, streptococcal pharyngitis in 2001, drug allergy, back pain in 2004, back pain in 2004, drug hypersensitivity, cholecystitis, cholelithiasis, spastic colon, ovarian cyst, bursitis in 2004, depression in 2004, palpitations in 2004, elevated bp, hernia, sinus disorder, neck injury in 1994, sleep disorder, cholecystectomy in (B)(6) 2013, migraine in 2004, mood swings in 2004, ringing in ears in 2004, leg cramps in 2004, concentration impairment in 2004, hypertension in 2007, panic attacks in 2007, rash on (B)(6) 2009, itching on (B)(6) 2009, vomiting on (B)(6) 2010 and diarrhea on (B)(6) 2010. Previously administered products included for an unreported indication: ortho cyclen and ortho evra. Past adverse reactions to the above products included metrorrhagia with ortho cyclen and ortho evra. Concurrent conditions included obesity, skin pigmentation, skin lesion, leg pain, non-tobacco user, dizziness since (B)(6) 2012, labyrinthitis since (B)(6) 2012, vertigo since (B)(6) 2013, sore throat since (B)(6) 2013, fever since (B)(6) 2013, chills since (B)(6) 2013, dysphagia since (B)(6) 2013, weakness generalised since (B)(6) 2013, cellulitis since (B)(6) 2015, chlamydial infection since (B)(6) 2015 and hepatic cyst. Family history included blood pressure high (father, paternal grandfather), heart disorder (mother), palpitations (mother), cardiac murmur (mother), cervical cancer (mother), depression (mother), depression (mother,siblings, maternal aunts and uncles), irritable bowel syndrome (siblings), cancer (maternal grandmother, maternal aunts and uncles), clotting disorder (maternal grandmother, maternal aunts and uncles), aneurysm cerebral (maternal grandfather), diabetes (paternal grandfather), heart disease, unspecified (paternal grandfather), seizures (maternal aunts and uncles, sister, brother), psychological disorder nos (maternal aunts and uncles), drug abuse nos (maternal aunts and uncles), skin cancer (maternal aunts and uncles), mental retardation (maternal aunts and uncles), asthma (maternal aunts and uncles, brother, sister), hepatitis (maternal aunts and uncles), hyperlipidemia (father), cervical cancer (mother), arthritis (mother), degenerative joint disease (mother) and alzheimer's disease (paternal grandfather). Concomitant products included oral contraceptive nos since (B)(6) 2011 for birth control as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, adnexal torsion (seriousness criteria medically significant and intervention required), intestinal resection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge, vaginal discharge"), mood swings ("hormonal changes- mood swings/migraines"), migraine ("hormonal changes- mood swings/migraines"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder, uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- bladder, uti"), fungal infection ("yeast infection"), headache ("headaches"), coital bleeding ("reproductive system disorder or condition- bleeding after sex"), weight increased ("weight gain"), arthralgia ("intermittent right knee pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)"), musculoskeletal pain ("intermittent right shoulder pain (intermittent from moderate to severe. Can be sharp and stabbing pain.)") And complication of device insertion ("trouble placing the essure implant on the right tubal ostia, the device had to be redeployed (complication during insertion)"). The patient was treated with ibuprofen, antibiotics, naratriptan hydrochloride (amerge), amitriptyline, sumatriptan (imitrex), amlodipine, hydrochlorothiazide, rizatriptan, surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (total abdominal hysterectomy and bilateral salpingectomy), surgery (oopherectomy), surgery and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, adnexal torsion, intestinal resection, abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge, mood swings, migraine, vaginal haemorrhage, cystitis, urinary tract infection, fungal infection, headache, coital bleeding, weight increased, arthralgia, musculoskeletal pain and complication of device insertion had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, adnexal torsion, arthralgia, coital bleeding, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, fungal infection, headache, intestinal resection, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total abdominal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded pregnancy test - on (B)(6) 2011: negative. Ultrasound abdomen - on (B)(6) 2004: cholelithiasis.two hepatic cysts. Pelvic kidney on (B)(6) 2001, right upper quadrant sonogram showed I. No sonographic evidence for cholelithiasis or acute cholecystitis. Probable hepatic cyst. Pelvic kidney on the right side. On (B)(6) 2004, surgical pathology report showed. Gallbladder, cholecystectomy: chronic cholecystitis and cholelithiasis. Cholesterolosis. Cystic duct, extraction: concretion material consistent with choledocholithiasis. On (B)(6) 2015, surgical pathology report showed menometrorrhagia, uterus and bilateral fallopian tubes, resection: normal cervix. Inactive endometrium, consistent with exogenous hormone effect. Benign fallopian tubes with associated assure coils. On (B)(6) 2015, CT abd+pel kidney stone showed. Right lower quadrant pain may be from right ovarian cystic disease, with apparent right ovarian enlargement noted on the CT, new from the (B)(6) 2015 exam. This could be further assessed with pelvic ultrasound. Appendix normal in appearance. Right pelvic kidney and cystic lesion in the right renal fossa again noted. Sonographic findings concerning for right ovarian torsion, sections show a hemorrhagic appearing corpus luteum. No malignancy is identified. Sections show a benign ovary with stromal hemorrhage. No malignancy is identified. Diagnosis: right ovary ¿ biopsy, hemorrhagic corpus luteum with torsion injury and hemorrhagic ovary with torsion injury. Concerning the injuries in the case, the following ones were described in patient's medical records: arthralgia, musculoskeletal pain, migraine, pelvic pain and headache. Most recent follow-up information incorporated above includes: on 9-feb-2018: pfs and mr received: new reporters, patient demographic information, historical and concomitant conditions, product indication, lot no, historical and concomitant drugs, new events mood swings, migraine, vaginal haemorrhage, cystitis, urinary tract infection, fungal infection, device dislocation, headache, coital bleeding, ovarian cyst, intestinal resection, uterine perforation, weight increased, arthralgia, musculoskeletal pain, complication of device insertion, abnormal uterine bleeding(from mr) and symptom pelvic painadded. Outcome for the events mood swings, migraine, vaginal haemorrhage, cystitis, urinary tract infection, fungal infection, device dislocation, headache, coital bleeding, dysmenorrhoea, ovarian cyst, intestinal resection, uterine perforation, weight increased, arthralgia, musculoskeletal pain, complication of device insertion added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.